Manufacturer narrative:
Approximate age of device: 3 years, 1 month. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. The patient had called the vad coordinator on the morning of (B)(6) 2016 to report elevated pump flow estimation and power readings. The patient was transported to the emergency department for further evaluation. While hospitalized, the lvad experienced pump stoppages lasting 15 minutes, and the lvad was manually turned off by medical staff. A computerized tomography confirmed a clot in the outflow graft. It was reported that the pump was explanted on (B)(6) 2016 due to device thrombus. Additional information was not provided.

Manufacturer narrative:
Device evaluation: the report of device thrombosis was confirmed. Examination of the sealed inflow conduit and the sealed outflow graft revealed depositions of tissue-like clotted blood in the device. Depositions of grainy, denatured blood were also found throughout the pump, occluding the inlet and outlet stators and completely surrounding the body of the rotor. These depositions were hard and strongly adhered to the pump¿s surfaces. The observed depositions appeared to correspond with poor surface washing due to an interruption in flow. These depositions could have caused increased drag on the rotor, contributing to the observed denaturation. Based on the manufacturer¿s past experience with the device and similar reported events, these depositions also could have contributed to the report of elevated pump power readings. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.